Manufacturer narrative:
Additional patient¿s identifier reported as: (B)(6). Patient¿s weight is unknown. Date of postoperative screw breakage is unknown. 510k: this report is for one (1) unknown 5.0mm locking screw/unknown lot. Partial part number reported as 04.005.5xx. Without the specific part and lot number; the UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a revision/hardware removal procedure on (B)(6) 2018 due to a nonunion of tibia fracture, caused by a broken screw. The broken screw and nonunion were both discovered through x-rays (x-rays are not available). The patient was originally implanted with the three screws and nail on (B)(6) 2017. All of these devices were removed and replaced during the march 22, 2018 procedure. Due to the screw being broken it was very difficult to remove the devices. However, all the parts were successfully removed and replaced. With no reported surgical delay. The patient was reported to be in good condition following the procedure. Reported concomitant devices: 5.0mm ti locking screw w/25 stardrive 48mm for im nails (part number: 04.005.538, lot number: unknown, quantity: 1), 5.0mm ti locking screw w/25 stardrive 44mm for im nails (part number: 04.005.534, lot number: unknown, quantity: 1), 5.0mm ti locking screw w/25 stardrive 38mm for im nails (part number: 04.005.528, lot number: unknown, quantity: 1), 11mm ti canntibial nail-ex (part number: 04.034.564s, lot number: 7526302, quantity: 1). This report is for one (1) unknown 5.0mm locking screw. This is report 1 of 1 for complaint (B)(4).